Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump experiencing a false air in line alarm was discovered and confirmed by a baxter service technician. This condition was caused by a faulty air sensor. Due to a lack of customer approval for the cost of repair, no repairs were made to this pump and it was returned un-repaired to the customer.

Manufacturer narrative:
(B)(4). Additional information: upon review of the testing performed on this pump, baxter quality engineering determined that this event interrupted delivery. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.